Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that a patient received inappropriate shock. The device interrogation revealed high impedance and noise on the ventricular lead. Loose connection and blood were observed within the connector pin. The lead was explanted and replaced. The patient is doing fine.